Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Customer¿s blood glucose level was 24 mmol/l. Customer was advised to change the set and reservoir to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised they changed their set and checked the tubing twice however the no delivery alarm issue remained unresolved. Customer changed out the battery on the insulin pump as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected no delivery/occlusion alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.